Event description:
Sorin group received a report that the s3 roller pump stopped and displayed an error message during the case. Hand-cranking was used to maintain blood flow until function was restored by power cycling the pump and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump stopped and displayed an error message during the case. Hand-cranking was used to maintain blood flow until function was restored by power cycling the pump and the case was completed without further issues. There was no report of pt injury. A sorin group field service representative was dispatched to the facility to evaluate the pump. While on site, the service representative ran the pump for 2 hours under the conditions reported by the user with no problems. The battery in the central display module was replaced. Further testing still found no problems. The pump was returned to service. No additional issues have been received from this facility. No further action is deemed necessary.